Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4). During visual inspection, damaged front closure and bent battery lock were noted. Autopulse is a reusable device and was manufactured in 10/29/2012. The damage found is characteristic of normal wear and tear for the life of the device. During archive date review, multiple user advisory 16 (timeout moving to take-up position) error messages were noted on the reported date of 11/08/2016. The platform failed functional testing. User advisory 16 (timeout moving to take-up position) was displayed after the platform performed first compression. In summary, the customer reported complaint of the autopulse platform displaying error message ua 16 was confirmed during archive data and functional testing. The root cause of the reported problem was due to the connector on the processor board j3 location has backed out. The connector was reseated into j3 on the processor board to remedy the complaint. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform was functional without issue. The damaged front enclosure and battery lock was replaced. The autopulse has passed all the testing and meets all required specifications.

Event description:
It was reported that during shift check, the autopulse platform (sn: (B)(4)) was displaying user advisory 16 (timeout moving to take-up position) message. The customer checked for obstructions (twist) on the lifeband and tried to pull up the lifeband all the way and pressed restart; however, the error message was unable to clear. No patient involvement was reported.